Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the pt had blurry vision. The lens was exchanged for the same model, different power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been one similar complaint reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).